Event description:
It was reported by the patient that ¿a lead wire drained the battery on the device¿ and understood ¿both device and lead were defective within 2 ½ years.¿ he states he has been in and out of hospitals due to device malfunction and has had numerous visits for congestive heart failure. No further information was able to be obtained. The device was explanted and replaced, and the pace/sense portion of the right ventricular (rv) lead was replaced by a new pace/sense lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: d224trk implantable cardioverter defibrillator (ICD) (B)(6) 2010; 6250c02 adaptor (B)(6) 2010; yrirhxc16115 x2 abdominal stent graft (B)(6) 2010; yrbrhxc2816135 abdominal stent graft (B)(6) 2006; ilxc1824115 abdominal stent graft (B)(6) 2006; ilxc1822115 abdominal stent graft (B)(6) 2006; 5076 implantable pacing lead (B)(6) 2010; 4196 implantable pacing lead (B)(6) 2010. (B)(4).